Event description:
In the course of a procedure (rt.hemi-coloectomy) using the ntlc , an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. It is unknown what was used to complete the procedure. There were no reported adverse consequences for the patient so far.

Manufacturer narrative:
(B)(4). Batch # u5ca4r. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with the left gripping surface damaged making the reload nonfunctional. The reload had the swing tab in the locked position, and the proximal 5 drivers up and the remaining drivers were down with staples present. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.